Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re evaluated. No further medical assessment is warranted at this time. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re opened.

Event description:
It was reported that a revision surgery was performed due to pain and limited range of motion. Both side inserts were replaced. This report is left side.